Event description:
A user facility reported a 'bad' intraocular lens (iol). The complaint device was returned stuck inside the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.